Manufacturer narrative:
Investigation: customer return sample / photo and/or retain evaluation summary: the photos appear to have an area that has heavy droplets in the tube. Investigation conclusion: there were no related quality notifications. All process and final inspections comply with specification requirements. Root cause description: the following information explains the appearance of the pattern within the tubes: the additive for the cat no product is applied onto the interior walls of the blood collection vessel via the spraycoating of a prescribed amount of water based k2edta solution. The water is then dried, leaving the characteristic ¿mist¿ dot pattern of residual k2edta on the vessel wall. In rare instances where assembly machine misalignments occur, additive dispense nozzles may not be centered within the tubes¿ opening and the nozzles¿ position is biased more towards one of the vessel¿s hemispheres. In such instances, one side (or hemisphere) of the tube vessel interior received a heavier coating of additive solution, while points on the opposing side of vessel receive a lighter misting. Lager droplets of the solution in close proximity to one another then tend to coalesce, and once the water is dried, leave behind a wafer like deposit of the additive. This additive deposit visually stands out as it does not appear like the typical dot pattern for this tube type. Inspections are performed in process and at final inspect at a prescribed rate as specified in the product specification. The vision inspection online performs a check for presence of additive and is not quantitative. There has been training that has been rolled out to all operators along with a job aid for upkeep of the spray coat that will help with the prevention of the droplets. Along with the training the bed chain was changed out. This will help in assuring that the tubes get properly aligned when going into the spray coat.

Event description:
It was reprtorted that bd¿ p100 blood collection system had abnormal additive. No serious injury. No medical intervention.